Event description:
It was reported that a piece of the bite broke inside the knee and the piece was not removed. Further info confirmed that it was the lower cutting edge basket that broke from the device. It is unk how the surgery was completed. However, there were no reports that the surgery was unsuccessfully completed. Currently, there are no plans to remove the broken piece. It was also stated that this device has not been sent to smith & nephew for repair in the past.

Manufacturer narrative:
Eval could not be performed because the device was not returned.